Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found multiple heavy bites/dents that could not pass ring gauge and the distal sheath was torn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had parts falling off from the distal end including the bending section cover tip falling off. The issue was found at the end of an unknown procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred by the user applying some excessive stress to insertion section. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.". "3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". Olympus will continue to monitor field performance for this device.